Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator displayed a message ¿requesting to replace the machine in use, an alarm sounded and ventilation stopped¿. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the unit entered back up ventilation in memory and replaced the exhalation valve assembly. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in exhalation valve assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator displayed a message ¿requesting to replace the machine in use, an alarm sounded and ventilation stopped¿. The patient was placed on an alternate ventilator without harm. Based on review of the patient logs, the 980 ventilator entered backup ventilation (buv) followed by the hospital disconnecting the gasses resulting in safety valve open (svo) condition (but not as a result of a malfunction) at the time of the event.

Event description:
I.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator displayed a message ¿requesting to replace the machine in use, an alarm sounded and ventilation stopped¿. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the unit entered back up ventilation in memory and replaced the exhalation valve assembly. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One exhalation valve assembly was received for failure analysis. During ventilation the ventilator generated a relevant error code(exp pressure autozero offset failed). The error caused the ventilator to enter backup ventilation, indicating a fault with the exhalation subsystem. The customer reported failure was verified. Further investigation isolated the fault to the autozero solenoid, reference designator so1, located on the exhalation sensor pcb. There is an internal investigation open to address this issue. The cause of the event was isolated to the autozero solenoid, reference designator so1 in exhalation valve assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information is not provided due to (B)(6) privacy regulations. Medtronic has received the suspect device in the (B)(6) service and repair center, logs have been downloaded. The device is under evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator displayed a message ¿requesting to replace the machine in use, an alarm sounded and ventilation stopped¿. The patient was placed on an alternate ventilator without harm. A review of the ventilator history logs showed the device entered backup ventilation (buv) at the time of the event.